Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula to be partially torn. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to between 300 mg/dl and 350 mg/dl. The patient treated the hyperglycemia with a new pod and a bolus. The pod was worn between 4 and 24 hours on the leg.